Event description:
It was reported that during a laparoscopic cholecystectomy the hook of the electrosurgery device fell into the pt and was retrieved. Case completed with another device. No pt consequence.